Event description:
The user facility in (B)(6) reported "no cutting until operation." Add'l info: aspiration continued while the cutter stopped. It sounded like the cutter was functioning, but then they looked at it the cutter was bent. They finished the surgery. No medical intervention was required in this case.

Manufacturer narrative:
The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.